Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer inspected the drawer and reset the connections on the back of the drawer and also found that the retractor band cable was not fully seated and reseated it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple cubies had failed. The customer reported that the malfunction did occurring when the customer was trying to pull medication, there was no delay as they managed to get medication from another station. There were no adverse events or injuries reported based on this incident.